Event description:
Back in or for 2nd time - when pressure applied to lead end tip area by putting slight bend onto it, got impedance <200 ohms and intermittent/no capture @ 5 volts, unacceptable thresholds.